Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the left ventricular (lv) lead exhibited placement difficulty and the guidewire became stuck into the lead. The lead and guidewire were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire was kinked/buckled. The guidewire was unraveled. There was blood on the distal conductor of the lead, and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the guidewire stuck in lead. Visual inspection found the guidewire tip was kinked inside the lead tip nose. The distal end of the guidewire unraveled was also observed. Kinked wire was obstructed by the lead conductor. If information is provided in the future, a supplemental report will be issued.